Manufacturer narrative:
A good faith effort (gfe) was made to obtain additional information and resolution for the reported issue. In response, the remote service engineer confirmed that they did not know any details about this incident. The customer helpdesk reported the issue and rse tried to access the system but there was no success. The rse informed that the customer changed the default password and is using a new password. The rse contacted the customer for server access and credentials, however there was no response from the customer. The cause of the problem is unknown. The issue is considered confirmed. Final disposition of the product is unknown. If additional information is received the complaint file will be reopened.

Event description:
It was reported that all of the monitors don't work with philips. Some devices were not connecting after the upgrade. The remote service engineer (rse) was unable to connect to the server. The device was in use on patients at the time of the event. There was no adverse event reported.